Event description:
It was reported that pwd called regarding an infusion set on the thigh that had ¿ripped out.¿ the pwd was assisted by another pss in replacing the infusion site and tubing; however, since that time the pwd received three-line blocked alarms at the following times: 12:30 am est, 12:42 am est, and 12:55 am est on (B)(6) 2026. The pwd¿s glucose at the time was 228 mg/dl, and although the pwd denied symptoms of dka, they reported feeling ¿terrible¿ with glucose over 200 mg/dl. The pwd resumed basal insulin and turned loop on. The cgm was set to alert at 250 mg/dl. The pwd set the high alarm to 300 mg/dl for the night due to fatigue and because the spouse experiences ¿alarm fatigue.¿ there was no leaking around the infusion set, no differences noted about the cannula, no peeling of the infusion set, no looseness or leaking, and no visible kinks, twists, or tubing damage. Adhesive was confirmed to be secure. The pwd reported that the infusion site was replaced just over an hour earlier on the abdomen and that three line blocked alarms occurred since then. The event occurred while in use with patient. There was no patient injury. During investigation found that there was a bent cannula and occlusion on the tubing. This malfunction makes the event reportable. There are no patient involvement and adverse event reported.

Manufacturer narrative:
The returned insulin set was received for evaluation. A lot history review was conducted, and no nonconformities were identified that could have contributed to the reported complaint. Upon visual inspection, the returned cannula was found to be bent. Functional testing was performed, during which no free flow was observed during the occlusion test. Red dye was injected into the tubing set, and the occlusion was identified near the buckle area. Further examination under magnification revealed the presence of a solvent membrane immediately proximal to the buckle component. The complaint allegation was confirmed based on the condition of the returned cannula and the identification of a solvent membrane causing the occlusion. The probable cause was determined to be a solvent application error.